Manufacturer narrative:
(B)(4). During service, the ventilator had no audible alarm however a visual alarm was present. The device software was updated and it passed testing.

Event description:
During service, the ventilator had no audible alarm. There was no patient involvement.